Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing experienced bulged tubing. The following information was provided by the initial reporter: I heard about an issue with bubbles in IV tubing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-sep-2022. H6: investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline and an infusion run was started with a rate of 125 ml/hr for 1 hr. No ballooning was observed. The customer complaint that an issue with bubbles in IV tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 22049167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing experienced bulged tubing. The following information was provided by the initial reporter: "I heard about an issue with bubbles in IV tubing".